Event description:
Channel error/broken handle. It was reported there was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from 09/05/2019 to 09/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem cannot be confirmed. The device was released back to the customer unrepaired.

Manufacturer narrative:
Correction: b.5, g.5. Please disregard e.3 in the initial MDR. Additional information: h.3

Event description:
It was reported that the device had channel error. It was also noted that the handle was broken. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Channel error/broken handle. It was reported there was no patient involvement.